Event description:
Per the clinic, the rechargeable battery was found to have swollen. The equipment was advised to be removed from service, and a replacement will be sent. No reports of patient injury are associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed november 14, 2013.